Event description:
It was reported that, after 761 joules of use the vaporization diminished. A second fiber was then tried and failed to fire. The procedure was completed with another laser system with no patient complications. Analysis of the returned fiber identified a fiber break. This complaint refers to the first fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis with the microscope confirmed the reported allegation, as the fiber tip was found to be broken. The aim beam was bright and distorted due to the fiber tip break. Analysis of the connector did not identify any anomaly. Based on analysis results, it is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip to breaking off causing the beam intensity to diminish. According to the device instructions for use, the fiberlase co2 fiber is intended for use in non-contact mode. If the tip is damaged during surgery, it can be quickly repaired using the fiberlase fiber renewal kit.